Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Intestinal perforation is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that in (B)(6) 2021, the patient experienced loss of appetite, weight loss, nausea and vomiting. The patient also had decreased hemoglobin level. The report indicated that the on (B)(6) 2021, patient was hospitalized. On (B)(6) 2021, during endoscopy intestinal obstruction was detected. On (B)(6) 2021, open abdominal surgery was performed and a tumor was detected in the liver. Biopsy was taken and the device was removed. The patient's hospitalization was continued in the intensive care unit. Though requested, additional information was not provided including the cause of intestinal obstruction.